Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer evaluated the iabp and reported the following: unable to duplicate customer complaint once again. However, since this is the second time it has come in for the same complaint, I decided to replaced the entire display including the coiled cord after consultation with other fses'. I ran the iabp for 4 hours without it showing any display problem. The iabp passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use. Additional note: new display has one dead pixel near the mean number side. I showed this to the customer biomed and they are okay with it for now since it is not noticeable and does not affect safety, functionality and overall display of the device.

Event description:
Customer stated that during use on a patient the display screen of the intra-aortic balloon pump (iabp) freezes and changes colors. No adverse event was reported.